Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. The physician was checking the release criteria and performed a tug test. The device moved so a second tug test was performed. At this time a pericardial effusion was noted on transesophageal echocardiogram(tee). The physician performed a pericardial tap and drained 500cc of fluid from the patient. The patient also received protamine. After these treatments the patient stabilized and recovered, no surgical intervention was needed. The closure device was fully recaptured as it did not meet release criteria. The procedure was ended with no closure device being implanted in the patient. The patient was doing fine and was planned to be discharged from the hospital the next day.